Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin within the last weeks resulting in elevated blood glucose levels (no blood glucose values were provided) as well as low blood glucose levels (one blood glucose value of 68 mg/dl was reported).

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.